Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d mammography system, a burning electrical smell was noticed during patient exposure. The user site reported that the system had been serviced earlier the same day and that the odor was detected during operation. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed burn residue on the tomosynthesis potentiometer harness wiring. The fse replaced the tomosynthesis potentiometer harness, the tomosynthesis potentiometer, and the c-arm fans. The fse then performed system calibrations including tomosynthesis zero, tomosynthesis gain, and tomosynthesis motion calibration. Following these actions, the system was tested and verified to be operating according to manufacturer specifications. No further information is currently available.